Event description:
It was reported the patient had an elevate anterior mesh removed on (B)(6), 2014 due to "persistent pain". The mesh was placed on (B)(6) 2010, and the patient "has had pain since that time". It was also indicated that "[t]he mesh was in the proper position and there was no erosion noted". No additional patient complications were reported in relation to this event.